Manufacturer narrative:
(B)(4). Implant date - unknown date in (B)(6) 2016. Report source, foreign ¿ event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet UK manufactures a similar device that is cleared or distributed in the united states under 510(k) number k915132. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07914, 0001825034-2017-07916. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total knee revision surgery due to infection less than 1 year post implantation. Attempts have been made and additional information on the reported event is unavailable.